Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a seizure. It was noted there was a dissociated right ventricular rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope. It was also noted that undersensing was observed on the right atrial (ra) lead. The ra lead and ipg were reprogrammed. The ra lead and ipg remain in use.